Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The event occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Additionally, the investigation found damaged universal plug unit which causes the screen to become noised occasionally. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope exhibited distal end has cauterization. There were no reports of patient involvement.